Manufacturer narrative:
H.6 investigation summary "material #: 364940; lot/batch #: 2222845. Bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode straw - holder separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using the bd vacutainer® urine transfer straw that the needle inside the transfer straw was dislodged and loose from the straw. The following information was provided by the initial reporter: since (B)(6), when the batch was opened, 1 cannula out of 10 has regularly had a problem: the white stem comes loose from the top and we can't use it. We've used 2 bags and encountered the same problem. I still have 8 bags to use.

Manufacturer narrative:
B3: date of event is unknown. B3. The date received by manufacturer has been used for this field. E.6 initial reporter e-mail: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® urine transfer straw that the needle inside the transfer straw was dislodged and loose from the straw. The following information was provided by the initial reporter: since june 5th, when the batch was opened, 1 cannula out of 10 has regularly had a problem: the white stem comes loose from the top and we can't use it. We've used 2 bags and encountered the same problem. I still have 8 bags to use.